Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the slightly calcified right common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, upon opening the footplate and retracting the device to position the foot against the arterial wall, the device came out of the anatomy. Upon device removal, a foot was noted to be missing. It is not known when the foot separated and the location of the foot is not known. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the following information was received. Imaging was done to confirm nothing remained in the patient post use when the foot was noted to be missing. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- patient code 2687 was removed and replaced with patient code 4582.